Event description:
Pt connected to pain management pump called to report no pain relief. Stated they were using machine, no doses had been delivered. Nurse tried equipment with no resulting dose given.